Manufacturer narrative:
Date rec¿d by MFR : 08jul2019, date of report : 12aug2019. The customer informed the fse when doing a follow up that replacing the power switch overlay resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. The field service engineer (fse) discussed with the customer a signal path for the led and suggested swapping the display to troubleshoot. The fse then, informed the customer he identified the power switch overlay as most likely cause of the failure and provided the customer parts ID for it. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported a power switch led (light emitting diode) not illuminating. No patient involvement.